Event description:
It was reported the "defective" external pulse generator (epg) was returned for a system upgrade. Follow-up info received indicated the device had no performance issues or allegations. It was returned only for the recall upgrade. The epg was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery contacts were compressed.